Manufacturer narrative:
Exact date unknown, event occurred 2 years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficulty to charge and was not connecting with the clinician programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.